Event description:
It was reported that the intra-aortic balloon (iab) was prepped per the instructions for use (IFU) and was connected to the pump for automatic zeroing; no message was seen on the display head. The user thought that the iab fiber optix sensor (fos) was defective and opened a new kit. This iab was also prepped per IFU and the same problem occurred (no automatic zeroing). After 2 minutes, the pump alarmed "fos hardware failure 08". The user then used a datascope iab and pump without further difficulty.